Manufacturer narrative:
The defect reported has been verified and repaired. A review into the depuy synthes mitek complaints system revealed similar complaints that had occured before this device's was submitted for repair. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a knee arthroscopy, it was observed that the fms vue pump was spinning out of control when tubing was clamped off and the chamber overfilled. Subsequently, the device wouldn't pump fluid after changing the tubing sets. A second pump was used to complete the procedure with no consequence to the patient and no delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.